Event description:
Medtronic received information via a phone call to technical services that reported a permanent pacemaker was implanted days after the transcatheter bioprosthetic valve was implanted. The permanent pacemaker was implanted due to brady/tachy syndrome. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain the valve serial number was unsuccessful. The device remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).